Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was indicating the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation for additional follow up call on (B)(6) 2010. The patient informed the cca that her testing frequency is 4x a day before each meal and before bedtime and manages her diabetes with levemir insulin once a day before going to bed. It is noted in the documentation that the patient takes her insulin based on her meter results. According to the patient, she considers her normal blood glucose readings between "70 and 110 mg/dl"; however when her reading are more than "150 mg/dl" she takes 40 units of insulin and when the reading are less than "150 mg/dl" she takes 20 or 30 units of insulin. The patient confirmed the alleged issue began on (B)(6) 2010 at an unspecified time. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. On the morning of (B)(6) 2010 at 7:00am, the patient indicated she was feeling sweaty and her lips were dry; which she associated as low blood sugar symptoms. The patient stated she was able to test on her meter that same morning at 7:05am and obtained a reading of "85 mg/dl". The patient stated that her husband gave her orange juice and then breakfast. After drinking the orange juice, the patient stated she felt better and perfect after her breakfast. At the time of troubleshooting, the cca verified the subject meter has been used before and that the there was no misuse of the product. The patient informed the cca that the batteries needed no replacement since she's replaced the batteries several times in a short period of time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
During troubleshooting for a related report, the home patient (hp) stated a check lines and bags alarm occurred during priming so she changed the cassette and used the same supply bag. The tsr advised not to respike the supply bag and assisted the hp to end therapy. The hp stated she would complete therapy with a manual exchange. The tsr advised the hp to inform her nurse that she respiked the supply bag. On (B)(6) 2010 product surveillance received follow up information from the hp. The hp confirmed she contacted the nurse regarding the event and used manuals to finish therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/14/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.